Manufacturer narrative:
An (B)(6) female with a history of heart disease (ejection fraction (ef): 35%) arterial hypertension, atrial fibrillation, hypercholesterolemia, pulmonary embolism, venous thrombosis, gastro intestinal (gi) bleeding, mesenteric infarction presented to the hospital with non-st-elevation myocardial infarction (nstemi). Coronary angiography showed a lesion in the left anterior descending (lad). The patient was enrolled in the (B)(6) registry and received a 3.0 x 24mm cobra pzf stent. During the 6 months follow up, the investigational site reported that the patient had in-stent restenosis approximately 4 months after the index procedure. The lesion was treated with a balloon angioplasty. The investigator believes the event is possibly related to the device and not related to the procedure. The sponsor believe the event is possibly related to the device and possibly related to the procedure (4 months after the index procedure). Restenosis is an anticipated issue after percutaneous coronary intervention (pci) and the cause of it is difficult to determine whether it is specific to reduced device efficacy or disease progression. Restenosis is undoubtedly multifactorial. The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure.

Event description:
The patient is enrolled in the (B)(6) registry and received a 3.0 x 24mm cobra pzf stent on (B)(6) 2016. During the 6 months follow-up, the investigational site reported that the patient had in-stent restenosis approximately 4 months after the index procedure. The lesion was treated with a balloon angioplasty. Adverse event occurred in france.